Event description:
It was reported that during post-surgery, it was observed that the foot control device was not working. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. However, during evaluation it was observed that the oil cap was missing and therefore, the pre-test could not be performed. The assignable root cause was determined to be due to misuse, abuse and or error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.